Manufacturer narrative:
The device was received by (B)(4). Reliability engineering evaluated the device, and the reported problem was confirmed. The drive shaft exhibited damage that is consistent with having been used with a motor that had a damaged locking mechanism, or from improper assembly of the attachment in the motor. If drive shaft of the attachment is not properly seated into the motor prior to use, the locking pawls cannot fully engage and will become damaged as the motor rotates. If additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(6) stating that the device did not function. It is known that the device was not used in surgery. It is unknown if injuries or medical intervention were reported. There was no additional information provided.